Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was implanted, however, the pt experienced a tachycardia state followed by hypotension. The pt suffered an acute coronary condition during the case and the pt expired. It was reported to medtronic that the physician does not feel the death was device related.

Manufacturer narrative:
Results: device performed according to specifications. Patient's condition affected effectiveness of device (heart failure). Inherent risk of procedure (death). Conclusion: device operated according to specifications. Device failure lack of effectiveness related to pt condition (heart failure).